Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was over 500 mg/dl. Customer's blood glucose at time of call was 487 mg/dl. During troubleshooting, device passed the high pressure test. Customer was advised to change the entire set. Customer wanted the device replaced. Customer agreed to return the device for analysis.